Event description:
Additional information was received from the clinician that they have not brought the patient in for evaluation to date. An impedance plot graph was requested by the clinician so they can determine their course of action. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that induction testing was performed due to the high shock impedance measurement. A normal shock impedance measurement was seen when tested at 1.1 joules, however a 41 joule shock yielded high out of range shock impedance measurements and a fault code that stated a shock was delivered into an open circuit. A life jacket was put on the patient and a revision procedure was performed a few days later. During the revision procedure the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for intermittent high out of range shock impedance measurements. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.